Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. X-ray inspection of the lead did not find any anomalies with the exception of damage consistent with procedural damage.

Event description:
During follow-up, a loss of sensing and loss of pacing was observed on the right ventricular channel. Diagnostic imaging confirmed lead dislodgement. The lead was explanted and successfully replaced. The patient was in stable condition.